Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complications is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. If additional information is obtained, a follow-up MDR will be submitted. Isi has made additional attempts to contact the site and gather patient information. However, the site was unwilling to provide additional information. As of the date of this report, no new information has been obtained. Since the date of event could not be confirmed, neither a site review for related complaints, nor a review of the system logs could be performed. This complaint is being reported due to the following conclusion: it was reported that after undergoing a da vinci-assisted surgical procedure on an unspecified date, the patient developed surgical site infection. However, as of this time, there is no allegation of an isi device or system malfunction. Since the date of the surgery could not be confirmed, further evaluation of the system or instruments used in the procedure could not be performed. Follow-up was attempted, but the patient information was either unknown or unavailable. The system information is not available. The product is not implantable. The specific davinci system is unknown.

Event description:
The sites robotics' coordinator reported to the clinical sales representative (csr) that after undergoing a da vinci-assisted surgical procedure on an unspecified date, the patient developed surgical site infection. However, as of this time, there is no allegation of an isi device or system malfunction. Although isi had previously trained the site on instrument sterilization, including the number of times an instrument can be sterilized, the site asked for information on the number of times and instrument can be sterilized. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.